Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
It has been noted that the investigation on this report was incorrect. The new investigation will be recorded in this follow up report. The position of the cam when valve was received was 140mmh2o. The valve was visually inspected; a needle hole was noted in the needle chamber. The valve was tested for programming. The valve passed the test. The valve was leak tested. A leak from the needle hole in the needle chamber was noted. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again; no occlusion was noted at the ruby ball. The catheter were irrigated with purified water, no occlusions were noted. The siphon guard was irrigated with purified water, no occlusions was noted. The valve was dried. The valve was then pressure tested, the valve failed the test. The valve was reflux tested; the valve passed the test. The valve was dismantled; biological debris was noted on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam, on the cam mechanism and on the base plate. Review of the history device records confirmed the device conformed to the specifications when released to stock on the 3th december, 2013. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam, on the cam mechanism and on the base plate. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
(B)(4). The position of the cam when valve was received was 140mmh2o. The valve was visually inspected; a needle hole was noted in the needle chamber. The valve was tested for programming. The valve passed the test. The valve was leak tested. A leak from the needle hole in the needle chamber was noted. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again; no occlusion was noted at the ruby ball. The catheter were irrigated with purified water, no occlusions were noted. The siphon guard was irrigated with purified water, no occlusions was noted. The valve was dried. The valve was then pressure tested, the valve failed the test. The valve was reflux tested; the valve passed the test. The valve was dismantled; biological debris was noted on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam, on the cam mechanism and on the base plate. Review of the history device records confirmed the device conformed to the specifications when released to stock on the 3th december, 2013. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam, on the cam mechanism and on the base plate. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The device was implanted via l-p shunt in (B)(6) 2014 at 120 mmh2o to the patient who was (B)(6) male. Since the patient¿s condition was not improved after implantation, the surgeon tried to change the setting pressure. However, it could not be changed from 90 mmh2o. On (B)(6) 2014, the pressure could not be changed even by neodymium and set at 150 mmh2o unwillingly. On (B)(6) 2014, the revision surgery was conducted and the device was replaced with the same new product at 100 mmh2o. The setting pressure of the removed valve was 140 mmh2o. After the revision, the patient¿s condition was improved.